Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Upon the initiation of treatment, the leak was visually observed at the hansen connectors and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was about 250 cc's. No medical intervention was required and the patient had no adverse effects.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.